Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in romania, this was a case of a 29mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, the patient presented a 3rd degree atrioventricular block. Consequently, a permanent pacemaker was implanted.